Manufacturer narrative:
The download data shows that an 0x22 alarm was generated during operation, indicating a main is in critical hazard alarm. It is unclear whether the leak or the corrosion was the cause of the alarm being generated. No other damages or deficiencies were observed on the device that would generate this alarm. The exact cause of the alarm could not be determined. Investigation of the device found an internal leak on the soft cannula 0.256 inches away from the nail head. This leak resulted in insulin leaking onto the internal components of the device, causing the corrosion observed on the top and bottom housing, top battery, and the pcb board. The corrosion on the top battery caused the batteries to measure out of specification, requiring the source meter to be used during the pod download. The corrosion also caused the shelf mode current to not be accurately measured due to the pcb board being corroded. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose above 250 mg/dl. The pod reportedly continuously alarmed during operation.